Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas with an insets 23" infusion set after changing supplies and likely not completing the fill cannula step, followed by two attempted meal announcements; tubing was tested with visible drops, delivery was resumed, and insulin on board was approximately 14 units with blood glucose peaking around 400 mg/dl and later trending down to 332 mg/dl. Symptoms included hyperglycemia. Outcomes included elevated blood glucose without need for medical intervention. Investigation included phone-based troubleshooting and education to test tubing, reconnect, allow automated correction, monitor trends, and check ketones per plan. Investigation of this case revealed that the cause of the hyperglycemia was unclear, though an incomplete fill cannula step could have contributed and meal delivery was uncertain. It was concluded that hyperglycemia occurred with unclear root cause and that user guidance was provided with stabilization observed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.